Event description:
It was reported that during the insertion of the helical blade in a trochanteric fixation nail (tfn), the helical blade coupling screw broke off at the junction of the shaft and knob. The surgeon continued the insertion of the blade. After the insertion, he removed the helical blade inserter and removed the remainder of the coupling screw with a vice grip. The case proceeded without any additional issues.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the knob broken off. The break is located at the tangency point. Axial scratches throughout the shaft are indicative of use. Dimensions were found within print specification. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a manufacturing perspective.